Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported, upon log file review, that the patient had some above baseline powers in the ranges of 7-8w starting on (B)(6) 2020 and then 8-9w on (B)(6) 2020 and some of these higher powers were associated with pulsatility index (pi) events. Pi was noted to be trending down the same time as these elevated powers. The site reported the cause of the pi events was not directly identified but were suspected to be due to pump thrombosis. The patient experienced increased lactate dehydrogenase (ldh) and hematuria, but their hematuria has resolved and their ldh levels are starting to decrease. The patient was placed on argatroban once admitted to the hospital.

Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed. Additionally, a direct correlation between the device and the reported elevated ldh and hematuria could not be conclusively determined through this investigation. Analysis of the log files provided by the account confirmed elevations of pump power and estimated flow; however a specific cause could not be determined through this evaluation. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log files appeared to show the system operating as intended. The patient remains ongoing on vad support and no further issues have been reported. Device thrombosis, bleeding, and hemolysis are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii IFU. The IFU also provides information regarding anticoagulation, including the recommended anticoagulation therapy and inr range. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.